Event description:
It was reported the pt has been experiencing right leg paralysis/weakness which began in either (B)(6). It was also reported the pt has experienced multiple falls in addition to a broken ankle/foot. A CT myelogram indicated an unk blockage at the scs lead site. Surgical intervention will be taken at later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.